Event description:
Information was received indicating that while in use a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that the cassette would not work on another pump. No patient consequences were reported. No adverse effects were reported.